Manufacturer narrative:
Insulin pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on j6/pcb1. Unexpected low battery alarms due to the j6/pcb1 connector resistance issue.

Event description:
The customer reported that the insulin pump had battery issue. The customer¿s blood glucose level was unknown. The customer changes the battery within a week and it kept draining the battery. The troubleshooting was not performed. The insulin pump will be returned for analysis.